Event description:
The user stated she received inaccurate ise results for approx 30 pt samples. Of the data provided, the potassium result for one pt was discrepant. The initial result was 5.1 mmol per l, repeat result on the integra 800 serial number (B) (4) was 4.4 mmol per l. The results for this pt were not reported. The field service rep determined the tubing needed replacement and replaced it. He also cleaned the tower and cleaned the ise components. He noted the user had reported there was precipitation build up and had cleaned it. He verified the ise applications by running ise performance checks, calibration and qc.